Manufacturer narrative:
Conclusion: this ring was explanted due to valvular regurgitation of the native valve and was replaced with bioprosthetic mitral valve. The physician observed that the ring looked intact, but a ruptured cordae tendineae indicated valve replacement. The replacement was necessitated by patient anatomy. Overall there is no indication of product quality issue.

Manufacturer narrative:
Product analysis: the product specimen has been disposed of by the medical institution. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information from this patient's physician that approximately one month post implant of this annuloplasty ring in the mitral position, this ring was explanted due to valvular regurgitation of the native valve and was replaced with bioprosthetic mitral valve. The physician observed that the ring looked intact, but a ruptured cordae tendineae indicated valve replacement. The replacement was necessitated by patient anatomy. No other adverse patient effects were reported.. Patient's relevant medical history includes mitral regurgitation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.